Event description:
It was alleged that the infusion device was delivering insulin that was not programmed. While the keys on the infusion device were locked the device was going to the quick-bolus screen and confirming boluses. The patient was able to stop the boluses or disconnect from the infusion device before they were delivered. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.